Event description:
It was reported that bilateral tka was performed on (B)(6) 2020. For the right knee, when burring tibial bone by speed mode, the error message was displayed and the burring was stopped. Femoral bone removal by exposure mode was successfully completed. Finally, the doctor removed the tibial bone manually. There was 30 minutes delay to complete removal of the tibial bone. No other complications were reported.